Event description:
The report for the omnipod 5 system in glooko shows 2 different insulin settings for the same device. Endocrinologist use this report along with blood sugar levels to make treatment decisions. Omnipod 5 system is used as an insulin delivery device. Glooko is the internet based software that is used to obtain a report on the current settings and usage history. The office can log in, view and print the reports. These reports are used in the office visit or when answering a patient's question regarding blood sugars. Ref report: mw5171400.

Event description:
The report for the omnipod 5 system in glooko shows 2 different insulin settings for the same device. Endocrinologist use this report along with blood sugar levels to make treatment decisions. Additional information received on 02 july 2025 for mw5171399 to update procode. Ref report: mw5171400. Procode: ndc.